Event description:
One endeavor sprint drug-eluting stent was implanted in the rca during the index procedure. Approximately 3 years and 9 mths post procedure the patient suffered a cerebral hemorrhage/ stroke and died. Death was classed as non cardiac. Investigator assessed that the stroke and death were not related to the study stent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.